Event description:
It was reported to philips that the system gave an alert indicating the tube current was out of range, preventing x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as planned after moving or changing the angle of c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed the generator error, tube arching at 115 kv. The review of system log file indicated the error tube current out of range. The fse replaced the x-ray tube and returned to philips for further analysis. The analysis confirmed that the cause of tube failure was due to vacuum leakage on the welding of tube window. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system by adjusting the position of carm, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.